Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the patient's colon during a colonoscopy procedure with stent placement on an unknown date. According to the complainant, the patient's anatomy was extremely tortuous and the scope was in a "s-shape." During the procedure, the physician pulled back on the handle to deploy the stent and the handle grip detached from the sheath. As a result, the stent could not be deployed. The stent was fully constrained on the delivery system when it was removed from the patient and the physician completed with the procedure with another wallflex enteral colonic stent. There were no patient complications as a result of this event. The patient's condition was reported to be okay post procedure. This event has been deemed a reportable event based on the investigation results, which indicate that the outer sheath broke.

Manufacturer narrative:
Reported issue of sheath broke. A visual examination of the returned device revealed that the stent was fully mounted on the delivery system. The outer sheath was broken at approximately 95mm distal to the deployment handle and a kink was noted proximal to the mounted stent. The stainless steel shaft was bent in appearance. Functionally, it was not possible to retract the outer sheath in order to deploy the stent. The shaft of the device was dissected proximal to the mounted stent. The stent was deployed distally through the tip. Examination of the deployed stent and the stent holder found no anomalies. There was no issue with the movement of the outer sheath after dissection. The most probable root cause of the reported issue is operational context as anatomical/procedural factors encountered during the procedure may have hindered the device's performance. A review of the device history record (DHR) was performed; no anomalies were noted. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.